Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 592 mg/dl; cause was not known. Customer attempted to address the elevated bg with a correction bolus via pump. Bg was treated with intravenous fluids of insulin, ativan, and saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.